Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the equipment. The display was replaced, software was loaded, and the unit was calibrated which resolved the reported complaint.

Event description:
The hospital reported the unit was displaying failed error messages. There was no report of patient involvement.